Event description:
Following a traumatic wound to the abdomen, washout of the abdominal cavity was performed and xcm biologic mesh was used to bridge a gap in the abdominal wall. A wound vacuum was applied, as the wound was dressed but not closed. Approximately (B)(6) days post-operative, the pt was brought back to the operating room due to dehiscence. The surgeon discovered that sutures had pulled through the xcm biologic mesh and noted that the xcm biologic mesh was thinning. Xcm biologic was explanted.

Manufacturer narrative:
Method: the device was not returned for analysis. Additional clinical info has been requested. If applicable additional info is provided, the new info will be submitted in a follow-up MDR.